Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: loss of image was caused due to worn out lock latch on video connector. However, the most probable cause for spilling present inside the printed circuit board was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service repair technician indicated that loss of image and spilling present inside the printed circuit board was found. There was no patient involvement.